Event description:
Discordant results for hemoglobin (hgb) were obtained on an advia 2120 instrument. The samples were re-tested and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant hemoglobin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant result was inadequate manual sample mixing of the sample tube. The instrument is performing within specifications. No further evaluation of the device is required.